Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty test strip vial was returned.

Event description:
It was reported the patient received the following results within 10 minutes: 385 mg/dl and 108 mg/dl.